Manufacturer narrative:
An event regarding the tyvek lids sticking together involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: visual evaluation of the returned device packaging confirmed that the outer blister tyvek lid was stuck to the inner lid. Medical records received and evaluation: not performed as no patient information was provided for review. Device history review: a device history review indicated that all devices that were accepted into final stock conformed to specification. Complaint history review: a complaint history review indicated that there have been no similar events for the reported lot. Conclusions: the investigation concluded that tyvek lids sticking was caused by a known packaging issue. Packaging innovation is aware of this, and has issued a memo.

Event description:
It was reported that both layers of sterile packaging peeled simultaneously.